Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device replacement procedure. During the procedure, it was noted that the set screw on the atrial port of the replacement device was unable to sufficiently secure the atrial lead. The physician elected to remove and replace the device. The patient was in stable condition.